Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: pancreas. According to the reporter: when the device was fired, it was noticed that the staples were malformed and bleeding was reported. A transfusion was performed. The delay in operative time is unknown, and the amount of blood loss is unknown. The doctor used suture on the staple line to correct the problem.